Event description:
User reported that their chair moved uncommanded and they sustained an injury. The user stated they was seated in the device in standard function and their joystick would not respond. User reported the chair would not move forward or backward and would not power off. They stated that they had a yellow icon and no wrench. User stated they got out of the chair and the chair "lurched" forwarded and knocked their to the floor and their right leg became pinned under the footrest. A coworker moved the device off of their. The user reported their leg and knee were bruised. Two days later, the user was admitted to the emergency room with a fever and a pain in their leg. User was admitted to hosp for 4 days, followed by 2 weeks rehabilitation. The user later stated that when the device was moved off of their, they noted that one of the brakes was released. Once the brake was enabled, they was able to power off the device. Company became aware of event in 05/2005.